Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was replaced on (B)(6) 2018 due to an unspecified issue. No further information was reported.

Event description:
New information received noted that the right ventricular lead became dislodged and exhibited high threshold and low detection. It was noted that the patient had twiddlers syndrome. There were no adverse consequences to the patient. The lead was explanted on july 4, 2018. The patient was stable before, during, and after the procedure.